Event description:
It was reported that the ambicor penile prosthesis was explanted due to fluid loss and the presence of air in the pump. A new 18cm x 12.5mm ambicor device was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.